Event description:
A report was received that the patient was not receiving any stimulation and was having difficulty charging her ipg. The patient underwent a pocket revision, during which, the physician repositioned higher. The patient was reportedly doing well following the procedure.